Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a lumbar spinal fusion, the camera of the navigation system stopped tracking instruments without prompt from the user. It was reported that the camera was repositioned, the application software was exited and re-entered, and new spheres were placed on the instrumentation without success. It was noted that the led on the camera was green throughout. The navigation system was then restarted, which temporarily restored functionality. When the issue recurred, the navigation system was restarted again until completion of the procedure. There was a reported delay to the procedure of about fifteen minutes due to this issue. There was no reported impact on patient outcome. Following the procedure, additional troubleshooting was performed where the reported issue could be replication. The event logs in the ndi toolbox were noted to have multiple firmware errors appear and that the connections in the camera chain were secure.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Analysis found that the positioning sensor unit (psu) for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The psu was returned to the manufacturer for evaluation. Testing found that the event logs showed an intermittent history of firmware compatibility issues. Additionally the unit failed accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Continuation of d11) pn: 9735821, ln/sn: (B)(6)medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.